Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one senomark ultra biopsy marker applicator was received for evaluation. During visual evaluation, the applicator appeared to have blood residue throughout, the tip guide was returned, the wire-form and pva pads were not returned. The biopsy marker applicator was returned in a pre-deployed configuration as the plunger was pulled back. No other visual anomalies were noted to the device. Upon functional testing, an in-house encor enspire system and saline cap were used for functional testing. The reference returned probe was loaded into the in-house driver and calibrated successfully. Then the encor enspire system was turned to marker mode and no error messages were displayed on the console. The port cap was removed then the returned marker tip guide and biopsy marker applicator were successfully inserted into the returned probe. The marker tip guide and biopsy marker applicator were then successfully removed from the probe. No other functional testing was performed. A definitive root cause for the reported component or accessory incompatibility could not be determined based upon the provided information. Labeling review: a review of the bd senomark¿ ultra breast tissue marker instructions for use was reviewed. Per the senomark¿ ultra instructions for use section, make certain the collection of the biopsy specimens has been completed. Ensure that the sample notch of the biopsy probe has been cleared of all tissue. Remove the port cap from the sample container of the biopsy probe and insert the tip guide into the sample container. Ensure that the tip guide is fully inserted. Insert the applicator through the tip guide into the biopsy probe. (Expiration date: 10/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure, the applicator allegedly could not be inserted through the tip guide. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.